Manufacturer narrative:
(B)(4). The complaint of misfire/jamming-misaligned staples was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be severely misaligned. Proper functional inspection could not be performed due to the severe misalignment of the staples. Excess flash was observed on the exterior of the cover block. The source of the staple misalignment could not be conclusively determined. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. An investigation within teleflex was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "hospital reported that our skin stapler got issues cannot work to close the wound". At the time of this report, the customer has not returned our requests for additional information.